Event description:
It was reported that during the implant of the left ventricular lead, the lead could not be fixed to coronary sinus with the support of the sheath. The sheath was replaced but the lead could not be fixed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.